Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/07/2016 with the following findings: call service 088, 078, and 064 alarms were observed in the black box and alarm history. The pump powered on properly with no alarms. The rewind, load, and prime steps were performed successfully. The pump was exercised for 24 hours with no call service alarms received. The audio bolus button was damaged, but still responsive. There was evidence of moisture corrosion on the internal components of the pump.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that there was a call service alarm issue. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.